Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was kinked and fractured in multiple locations. If the velocity is advanced against resistance during the procedure, damage such as kinks and fractures may occur. The complaint reported that the non-penumbra catheter used in the procedure was kinked and this likely contributed to the resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:. 1. Section d. Box 4. Unique identifier.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a guidewire. During the procedure, the physician began advancing the velocity, a non-penumbra catheter, and a guidewire to the target vessel. Near the target location, the physician met resistance and the velocity kinked and fractured at the distal location. Therefore, the velocity, non-penumbra catheter and guidewire were removed together. The procedure was completed using a new velocity and a new non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.